Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings also include a discolored seal rubber, looseness of the guide screw, there was rattling in the cap. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a damaged tip beak. The procedure was completed, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it can be concluded that a damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock, or similar stress. This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.